Manufacturer narrative:
Patient code 3191 was selected for "nocturia". Device code 3190 was selected for "exposure". Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
Additional information, as reported to coloplast though not verified, indicated urinary frequency, nocturia, exposure. On (B)(6) 2017, partial excision of aris.

Manufacturer narrative:
This follow up MDR is created to document the additional event information, patient date of birth, lot number, and explant date. The lot number was reviewed for complaint trend, nonconforming report and CAPA review. No trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, additional information indicated the patient also experienced bleeding.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated pelvic and vaginal pain and suffering, complex extrusion and erosion of the mesh in her body, chronic inflammation with swollen inflamed tissue in her vagina, mesh adhesion to her vagina and surrounding tissue, tissue damage and death of her vaginal wall tissue and nerves, failure of the mesh to treat her underlying conditions, new onset urinary and pelvic complications, mesh deformation including coiling, contracting and curing of the mesh insider her vagina, mesh hardening and stiffening, intervention for her pain including the need for painful surgical intervention to remove segments of the eroded mesh.